Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not correctly programmed the information into the pump. The customer stated was not able to train on time and this had caused blood glucose levels to fluctuate. It was indicated that the customer would use manual injections as alternate insulin therapy. It was also reported that the customer had elevated bgs over the last week. Although requested, the customer declined to provide further information.